Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, upon placing the iol, the surgeon noticed that the lens was cracked. The lens was extracted and replaced with another unspecified new lens during initial procedure. Additional information has been requested.